Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device gun completely stopped working mid use. It was reported that the device would not make a sound or movement despite using multiple charged batteries on it. It was reported that the device had worked at the beginning of the case. There were no reports of injuries, medical intervention, or prolonged hospitalization. It was reported that after the device was cleaned in sterile processing, it was tested again with charged batteries and no noise or movement occurred. It was reported that after attempted use with a charged battery, when it was removed, there was a light burning scent coming from the battery connection point on the device. Also, the battery that was used began to heat up even when disconnected from the device. It was reported that there was a slight abnormal warmth to the handle of the impactor device after being disconnected. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products and therapy dates: battery devices (09apr2024). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device would stop by itself and had heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the there was no visible wire damage found and there was no change in the function of the unit. Leak test performed with leak present at terminals. Removed rear can found signs of fluid ingress on the printed circuit board (pcba). It was further determined that the device failed pretest for impactor operation assessment. The cause for the found defect was determined to be due to a confirmed design error and is covered under a CAPA.